Manufacturer narrative:
The meter has not been cleaned before. The customer was unsure if the blood was applied within 15 seconds of sticking the patient's finger. Product labeling states you have 15 seconds to apply blood to the test strip after sticking your finger. The meter and test strips were requested for investigation. The meter and test strips were returned where they were tested using retention controls. Testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.0 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested on coaguchek xs professional meter serial number (B)(4) compared to an unknown laboratory method. The patient was received by the customer facility on (B)(6) 2019. The patient was tested on the meter at 4:24 a.m. With a result of 2.0 inr. The patient's coumadin dose was not adjusted based on this result. The patient began to show signs of neurological distress and was transferred to an acute care facility based on his symptoms. The result from the laboratory at the acute care facility at 11:19 a.m. Was 14.0 inr. The patient was diagnosed with a brain bleed. The reporter could not specify how the patient was diagnosed with a brain bleed. The reporter could not specify how the patient was treated. The reporter could not specify how long the patient was in the hospital. The patient's therapeutic range is 2.0 - 3.0 inr. Medical assessment of the event states that there is an increased risk of bleeding for patients under vitamin k antagonist treatment. Once brain bleeding starts, the bleeding will not stop due to the vitamin k antagonist treatment. Bleeding is also possible and common with a result around 2.0 inr. There is no indication that the result of 14.0 inr was believed to be the correct result. In most cases, additional circumstances cause brain bleeding such as hypertension or an aneurysm, however, the reporter did not have the patient's full medical history to clarify if these conditions were present. There is no information to reasonably suggest the device contributed to this event. Prior to being at the customer facility, the patient was in a different hospital and had the following results from their laboratory which generally correlate to the results from the customer facility: on (B)(6) 2019 1.3 inr; on (B)(6) 2019 1.6 inr; on (B)(6) 2019 1.6 inr; on (B)(6) 2019 3.3 inr.